Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system. The balloon was tightly folded. There were numerous hypotube and shaft kinks. The stent was microscopically examined and was found to be damaged on the distal end with several struts stretched and bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 20x4.00mm rebel stent was selected to treat the lesion. During unpacking, it was noted that the end of the stent appeared to be deformed. The device never entered the patient's body. The procedure was completed with a 4x24mm rebel stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 20x4.00mm rebel stent was selected to treat the lesion. During unpacking, it was noted that the end of the stent appeared to be deformed. The device never entered the patient¿s body. The procedure was completed with a 4x24mm rebel stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).